Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck was 31.3mm and the diameter of the aneurysm entry was 28.7mm. The proximal neck length was 19mm. During the index procedure, the main body was implanted without issues. The physician used another manufacturer¿s device for the contra lateral side. The final dsa revealed a type ia endoleak due to severe thrombus in the proximal neck. The physician performed touch up and the final angiography revealed that the endoleak had decreased; however, was not resolved. No clinical sequelae were reported and the patient is fine. The physician will monitor the patient.

Manufacturer narrative:
(B)(4).